Manufacturer narrative:
Complaint statement (B)(4): no samples received for evaluation. No pictures were received from the customer. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Unfortunately, without customer samples, a proper investigation could not be conducted. We forwarded the complaint to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, the check of production documentation showed no deviations in relation to the reported error. Therefore, the complaint cannot be determined.

Event description:
Customer states clotting using 450480 lot 170104 and have had tubes clot /quickly after collection.